Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer's insulin pump had scratches on the lcd screen. The customer's blood glucose level was 184 mg/dl. Standard troubleshooting was performed. The customer stated the damage occurred because she put her belt clip on backwards. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.